Event description:
It was reported that there was a tamponade that lead to a death. During the case, there was a steam pop but then everything seemed to be functioning properly. Then approximately 30 minutes later the patient's bp dropped. It was during this time that the epicardial stick was removed and then replaced. The patient was draining a lot of fluid, approximately 1.5 liters. These problems occurred approximately 20-30 minutes after the single ablation during the case. It was reported that the customer initially attempted to use a thermocool f-curve unidirectional catheter, but was unable to fit it through the sheath properly and the catheter was damaged in the process. The customer then went on to use two thermocool df-curve catheters for the remainder of the case. A carto xp system was used to map the patient during the case, a stockert was used for the single ablation, and a cfp was used to cool the catheter during the single ablation.

Manufacturer narrative:
Additional follow-up with the physician indicated that none of the bwi equipment was at fault and the hospital does not need the equipment checked at this time. The facility also indicated that the catheters involved in the procedure have been disposed and will not be returned to bwi for analysis. No further information has been provided in regards to the patient or the procedure. If the product is returned to bwi in the future, an analysis will be performed and a 3500a supplemental will be submitted to the FDA. Concomitant products: carto xp system, catalog # m470001, serial # (B)(4). Stockert 70 rf generator, catalog # s7001, serial # (B)(4). Coolflow irrigation pump, catalog # cfp002, serial # (B)(4). Navi-star thermo-cool electrophysiology catheter, catalog # ni75tcfh, lot # unknown manufacturer reference # pi1-6c5euq.